Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of five for the same event, reference 1032347-2016-00541 through 1032347-2016-00545.

Event description:
A new htr pmma was requested for a patient who will have a revision due to late infection. It is reported the surgeon's point of view there is nothing unusual about the removal and no healing disorder or anything similar. The patient suffered from a late infection and the back-up implant is not available anymore. In addition, the surgeon decided he prefers a new implant design based on the current anatomy data. No date has been set for the revision surgery at this time. There will be no return of the explanted parts since the surgeon has indicated the revision is a result of the patient's condition.